Event description:
It was reported that the patient experienced elevated blood glucose levels of 20-30 mmol/l and she presented positive ketones. It was observed that the infusion device went into stop-mode three times during the day and the infusion device did not display an error or alert message before going into stop-mode. The patient switched to another infusion device and her blood glucose levels began to stabilize. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).